Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019.

Event description:
The customer reported device lcd is not working. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 05feb2020. B4: (B)(6) 2020 a user interface was returned for analysis. Visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. An investigation was performed and the liquid crystal display (lcd) burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 05nov2019. The customer confirmed the reported issue was resolved by replacing the user interface (ui). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.